Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead with the distal tip measuring 46.3cm was returned for analysis. External insulation abrasion was noted at 43.4-43.5cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 7.3-7.4cm and 7.7-8.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.